Event description:
A nurse reported that a cassette failure occurred twice during a right eye cataract surgery. There was no fluid flow and no suction. The product was replaced twice and that did not work. Therefore, to resolve the issue the customer replaced the handpiece, the phaco tip, and the cassette. The procedure was completed without harm to the patient. Product samples were requested for this event.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A review of the device history record indicates that the order was built to specification. The console's manual recommends that the when the system advisory code appears for priming issues, the cassette be ejected, reinserted, and the priming sequence repeated. If after following these recommendations, the system fails to prime; the customer should write down the advisory number and message exactly as it appears on the screen and contact a company representative. For this report, is not possible to determine the point at which the fluidics management system priming sequence failed, as the customer did not note the system advisory code. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).